Event description:
It was reported by the patient that the remote monitor would not power up. Proper connection was ensured and multiple power outlets were tried. A new power cord was sent. The monitor was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power connector was loose and detached.